Event description:
It was reported that a technician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, difficulty was encountered during device removal. To aide in the removal of the device, a dilator was inserted into the access ports in accordance with the instructions for use, and unlocked the clip delivery tubeset and the thumb advancer, enabling them to be retracted proximally, which released the device from the tissue tract, as indicated in the instructions for use. When the device was removed, the locator wings appeared bent. The starclose se device clip deployed in the intended location in the artery and achieved hemostasis. No adverse pt effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the locator wings were initially bent during thumb advancer deployment due to tissue compaction that exerted a distal force on the wings, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal as reported. Although,the device was successfully removed via utilizing the access ports, all wings were detached from the distal retaining ring due to counter-traction and assertive pull. All broken wings remained securely attached within the locator. Based on the investigation findings, the probable root cause for the damaged locator wings (bent and broken) is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them during removal. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.